Event description:
It was reported that approximately three weeks after placement of a breast tissue marker, the patient presented with redness, swelling, and an infection. Antibiotics were prescribed as treatment. The patient status is unknown.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.